Event description:
The reporter indicated an early replacement indicator without an intensified follow-up indicator.

Manufacturer narrative:
Summary of analysis: the device was subjected to non-destructive electrical & mechanical function testing. The test results indicate that the device is operating properly and the battery is partially depleted. The device is not at eri under the reported parameters and loads.